Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a mtp fusion surgical procedure on (B)(6) 2018 that utilized a paragon 28 3.5mm x 24mm and 3.5mm x 32mm mini-monster screw. Both screw was reported to have broken post-operatively. It was reported that patient did not adhere to post-operative care and ambulate early prior to weight bearing.